Event description:
Caller reported experiencing multiple occlusion alarms. The impact on the caller's blood glucose level was unknown, as they declined to provide this information. In response to the occlusion, the customer removed the pump and returned to multiple daily injections (mdi) for insulin delivery.